Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that late friday they noticed their stimulation was not working very well. Patient stated that when they turn on their controller they see settings not available (59). Agent asked the patient if they had recently tried to increase or decrease their stimulation and the patient stated that the error occurs when they increase stimulation, it does not occur when they decrease. Patient confirmed that they usually feel stimulation when turning a certain way or doing a certain thing, however they did not feel stimulation at the time of the call even though implant and controller still had a charge. Patient mentioned that they had an MRI about a month ago, the facility followed MRI guidelines. Patient noted that they tend to forget to use the device because stimulation works so well for them until their back starts to hurt again so they charge the implant again. During the call the patient was using group a. Patient also stated that they have groups b and c and patient tried both during the call and was able to feel and increase stimulation for both. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the settings not available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that patient was reprogrammed ld. Pt stated good coverage in painful areas after reprogram was done on (B)(6) 2024. Pt weight - asked but unknown. Pt has not reached out with any further issues regarding stimulation output.

Event description:
Patient (pt) reported they needed programming since they had groups abc, and a did not work. They had to postpone an appointment twice with their doctor since they wanted the device straightened out first. A rep reported they had spoke to this patient in january and they reported the settings not available on program a, but programs b and c were working and assisting with their pain. The patient had previously declined to meet for reprogramming, but the rep reported they will reach out to the patient again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The pt was asked contributing factors, and reported: they recharged and turned on. Was on group a, which is group b and c together. Pt tried adjusting level and got settings not available message. When using group b or c, the settings work. Pt does not believe they did anything different to cause it. Steps taken were contacting a program who reported it was probably a programming issue. Rep to meet with pt when they have next doctor office visit for reprogramming. The issue has not been resolved at this time as the pt has not met with the rep yet. They have not thought about it much since groups b and c work. Weight was reported. On (B)(6) 2024 patient called back and repeated information from their response letter. No new information. On (B)(6) 2024 patient (pt) called back repeating previously reported information. Pt added they have a new doctor who is looking into issues the pt is having with their legs, but wants the programming sorted out first.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.